Manufacturer narrative:
(B)(4). We are awaiting return of the device. If the device is received for analysis, a f/u report will be submitted once the investigation is completed.

Event description:
It was reported when the physician removed the dilator from the sheath, blood leaked from the hemostasis valve. The physician exchanged the device and continued the procedure with no consequences to the pt. Add'l info was requested and is not available.